Event description:
Information received by medtronic indicated that the insulin pump had recurring stuck buttons issue. Insulin pump was not exposed to moisture. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer complained on (B)(4) 2021 the buttons are not functioning properly. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, the p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces.